Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. Visual inspection was performed and revealed solid white particle(s) approximately 0.88mm to 1.36mm in length floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle(s) to be of acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in the reservoir of a small volume intermate. There was no patient involvement. No additional information is available. This is report one of three.